Event description:
Per the clinic, the device was explanted due to unknown reason (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.